Event description:
It was reported to baxter (B)(4) that a colleague infusion pump was out of calibration. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that was out of calibration was confirmed during review of the event history. The assignable cause of the reported problem was determined to be the mtr (manual tube release) was out of position. Appropriate action was taken to correct the reported problem by resetting the mtr knob. Should additional information be received, a follow-up medwatch will be submitted.